Event description:
"Ultrasite valve and hub extension set disconnected from tubing. Following disconnection, spouse of patient reattached valve and hub to tubing. Customer did not know how spouse was able to reattach hub extension set to the tubing itself. Patient developed fuo (fever of unknown origin) and was hospitalized."